Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, silicone housing was cut/torn around the siphon guard, the complaint is confirmed. The siphon guard was visually inspected, marks were noted in the siphon guard. The root cause for the issue reported by the customer, is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the siphonguard of a certas valve became detached form the valve and it was not draining properly. The valve was implanted around (B)(6) 2021 with unknown settings and was explanted on (B)(6), 2021. Patient is doing fine.